Event description:
It was reported that during a procedure at the user facility, it was reported that a piece of the irrigator detached without being noticed at the time of occurrence. Subsequently, a small plastic fragment was discovered within the patient's right hip joint space. The fragment was successfully retrieved, and the joint space was inspected. No additional detached material or device fragments were identified. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.